Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had physical damage. Customer reported that when they tried to insert a new vial into the insulin pump, three-quarters of the reservoir tube lip snapped off and the o-ring popped out. Troubleshooting was performed. The customer¿s blood glucose was 299 mg/dl at the time of incident. The insulin pump was returned for analysis.